Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient did not have their diary handy but they were doing well up until the day before the report. The patient reported they were not able to void at all and felt like their kidneys were shutting down. The patient decreased the stimulation and it seemed to be helping. No further complications were reported.